Manufacturer narrative:
The subject device not returned.

Event description:
It was reported that during the procedure, when the physician tried to deploy the subject coil, the detachment system gave three positive beeps confirming the detachment of the coil; however, when the physician pulled the delivery wire out of the microcatheter, the physician noticed a thin wire hanging from the distal end of the delivery wire. The physician lost access, so he attempted to re-access with a guidewire but met a tremendous amount of resistance at very distal end of the microcatheter. The physician removed the microcatheter from the patient anatomy and found that part of the coil was broken off and was in the microcatheter. All broken part of the coil was removed with the microcatheter. The procedure was completed successfully using another 4 coils using the same microcatheter. No clinical consequences were reported due to this event.

Event description:
It was reported that during the procedure, when the physician tried to deploy the subject coil, the detachment system gave three positive beeps confirming the detachment of the coil; however, when the physician pulled the delivery wire out of the microcatheter, the physician noticed a thin wire hanging from the distal end of the delivery wire. The physician lost access, so he attempted to re-access with a guidewire but met a tremendous amount of resistance at very distal end of the microcatheter. The physician removed the microcatheter from the patient anatomy and found that part of the coil was broken off and was in the microcatheter. All broken part of the coil was removed with the microcatheter. The procedure was completed successfully using another 4 coils using the same microcatheter. No clinical consequences were reported due to this event.

Manufacturer narrative:
D4: expiration date ¿ added. D9/h3: product available to stryker ¿ updated. D9: returned to manufacturer on ¿updated. H3: device evaluated by mfg ¿updated. H3: summary attached ¿ updated. H4: manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil delivery wire was severely kinked/bent, likely due to handling damage and the main coil was manually broken and detached. The main coil was not returned for investigation. Functional testing was not performed since the main coil was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set-up and maintained throughout the clinical procedure, and the anatomy was moderately tortuous. During analysis the reported event was confirmed. Based on the visual inspection, it appears that the coil had manually detached. In the case of this complaint, it is likely that the main coil was pushed/pulled against resistance during repositioning inside the microcatheter and the main coil prematurely separated as a result. An assignable cause of procedural factors was assigned to the as reported and as analyzed results, since this issues appear to be associated with a product that met stryker design and manufacturing specification and was used accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.